Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.6, re-test: 1.7, lab: 1.0. Customer is evaluating an inratio2 meter for use in the stroke unit. Customer tested a healthy (not on anti-coagulant) individual using the inratio2 meter for practice purposes. Customer used a venous blood sample that was collected in a syringe and dispensed the sample onto the strip. Blood was collected into citrate and then forwarded to the lab for testing within an hour. No report of death or serious injury.

Manufacturer narrative:
Investigation pending.